Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b5, b6, b7, annex e, annex b, annex c, annex d, and h6. Investigation: the following allegations have been investigated: organ perforation, anxiety, worry, depression. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for aorta/vertebral body/vena cava (vc) perforation. Unknown if the reported anxiety, worry, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein placed prior to surgery/pulmonary embolism (pe). The patient alleges organ perforation. The patient further alleges anxiety, worry, and depression. On (B)(6) 2019, per a report from computed tomography; ¿caval perforation: yes. 5 o'clock 7.4 mm at the edge of the vertebral periosteum. 6 o'clock 7.1 mm at the edge of the vertebral periosteum. 7 o'clock 23.9 mm extending into the l3 vertebral body, this strut appears fractured. 3 o'clock 11.7 mm extending into the posterior abdominal aorta. 1 o'clock 6.9 mm. 8 o'clock 9.2 mm. Tilt: yes. Anterior tilt 13.24 degrees. Migration: no. Pertinent negatives: no hematoma.¿

Manufacturer narrative:
Non-healthcare professional. Investigation: the following allegations have been investigated: fracture, aorta/vertebral body/ vena cava perforation, tilt. The reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2011. Several prongs of the filter have perforated the ivc, with prongs perforating and abutting multiple nearby structures. One strut, which is fractured, perforated the l3 vertebral body. Another strut perforated the posterior abdominal aorta. The filter has also tilted significantly within the ivc. Hospital and medical records have been requested, but not yet provided.